Event description:
It was reported that during initial implant of this inflatable penile prosthesis (ipp) after the device was implanted, the physician inflated it and then deflated it. Only the left cylinder was deflated, while the right cylinder not, the physician explanted the device and it worked. The physician implanted the device again but presented the same issue. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Both cylinders passed visual inspection. Both cylinders passed the leakage test. Momentary squeeze (ms) pump passed visual inspection, functional, and leak testing. The most probable cause of the reported clinical observations cannot be confirmed.

Event description:
It was reported that during initial implant of this inflatable penile prosthesis (ipp) after the device was implanted, the physician inflated it and then deflated it. Only the left cylinder was deflated, while the right cylinder not, the physician explanted the device and it worked. The physician implanted the device again but presented the same issue. There were no patient complications reported.